Event description:
The rptr stated that rptr did back to back blood glucose tests, within 10 minutes, using separate finger sticks. Rptr's results were 66 and 158 mg/dl. Rptr did not have any symptoms. A control test was in range, 137 (93-140). No harm was alleged. Follow up attempts to contact the rptr for further info have been unsuccessful.